Manufacturer narrative:
The returned cable was evaluated. Visual inspection revealed nothing of note. During this testing, the cable had intermittent connection and would lose power when the cable was twisted, shaken or bent. X-ray investigation revealed damages to the cable in the fh bend relief area, causing the cable to have intermittent connections. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues prior to this reported event.

Event description:
The customer reported cables loses spo2 signal. No consequences or impact to patient was reported.